Event description:
The customer reported to olympus, the camera head had a black background with what looked like blue and red twinkling lights in vertical strands once the camera was plugged in. The issue was found during preparation for use and there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that image issue was due to faulty charged coupled device; the coupler base was bent and the cable was cut. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that image became grainy due to faulty charged coupled device. Olympus will continue to monitor field performance for this device.